Event description:
It was reported that the pt the pt was experiencing pain at the anchor site. She had a pns lead (for off label use). During lead revision, the physician hit the lead with the bovie while removing the anchor. The lead was replaced with a new one.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.